Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, the cable connecting the distribution node (DN) to the therapy electrodes was pulled from the strain relief, severing all wires in the cable. Additionally, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a broken wire in the trunk cable that was pulled internally and damaging trunk cable connector on the distribution node PCA. The root cause for the strained cables could not be positively identified. The root cause for the broken wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A US distributor reported that a patient's electrode belt could not run detect and treat testing.